Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-11891. It was reported the one of the patient's sacral (s1) leads migrated. X-rays confirmed the issue. As such, the patient will undergo surgical intervention to address the issue. Please note: it is unknown which lead migrated. In turn, all suspected devices are being reported.

Manufacturer narrative:
Additional information was obtained.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-11891. It was reported that the patient's system was explanted.